Manufacturer narrative:
The insulin pump had no blank display noted. The device alarmed button error and had no button response due to corroded keypad traces. The device had a cracked display window, cracked case at the display window corners, and cracked reservoir tube lip. The device had moisture damage on the lcd board. No damage noted on the isolation tape on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.